Manufacturer narrative:
There is no suspected device failure. The article reported that 35 of 36 transseptal punctures was successfully achieved using the nrg transseptal needle. The authors conclude, "a radiofrequency powered transseptal needle can be used to perform tsp safely and successfully without the need for significant mechanical force, even in patients who have undergone tsp previously." Not returned to manufacturer.

Event description:
During a periodic review of published literature by the manufacturer, baylis medical devices were identified among several other manufacturers' devices as having been used in procedures with reported complications. There is no evidence to suggest the baylis medical devices caused or contributed to the reported complications. However, as the baylis devices were among the several devices used in the procedures, baylis medical has decided to submit this report. Article reference: smelley, m. P., shah, d. P., weisberg, I., kim, s. S., lin, a. C., beshai, j. F., burke, mc. & knight, b. P. (2010). Initial experience using a radiofrequency powered transseptal needle. Journal of cardiovascular electrophysiology, 21(4), 423-427. As per this article, "two patients were noted to have transient right atrial thrombi observed using ice after tsp. In 1 patient, the thrombus was attached to the interatrial septum at the puncture site and resolved after additional heparin was given."